Manufacturer narrative:
(B)(4). A visual inspection of the returned device (73b2500485/ 6549979-00751) was conducted, and the following observations were made: received without tray pusher deployed cutter deployed needle trigger retracted retract lever fully retracted lever lock and tape disengaged urethral endpiece (ue) deployed distal tip undamaged unsheathing pawl not engaged with suture spool suture unbuckled shuttle not engaged with needle spool suture ferrule in place case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as designed. The following discrepancy was observed: needle damaged: the needle tip is bent outward needle damaged: the needle is fractured near the needle spool. Refer to dimensional inspection for additional detail. Capsular tab (CT) did not unsheathe the needle was found to be fractured approximately 15.73mm from the needle spool. The break interface of the broken needle is irregular, and it is not possible to determine if there is any missing material to report. Any possible missing material is estimated to be less than 1 mm in length. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. The device history record for lot 73b2500485 was reviewed. For as00168 (coated needle assembly) there were no nonconformances or component rejections identified. This review did not identify any findings relevant to the failure mode identified for the returned device. Corrective action is not required at this time as the probable root cause for this complaint is related to "use error- unintentional- cannot determine". The customer report of " bone contact occurred "was confirmed. Confirmation is based on the investigation results showing that the device encountered bone strike. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investigation has determined that the device encountered the following failure mode(s): ul-needle damaged: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error- unintentional- cannot determine. Ul-CT did not unsheathe: the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error- unintentional- cannot determine. Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "during the procedure, an issue occurred in which the suture was not visible, and the needle retracted back into the device. It is suspected that bone contact occurred. As a result, the case was completed using a new device. All cases involved the same issue in the same patient during the same procedure. There was no patient adverse event due to this issue, and the patient's condition is fine".